Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. A visual inspection found the tamper seal on bottom case and right plunger case removed. The top case and right plunger case were found cracked. A review of the event history log found evidence of motor not running in the history. Functional testing was done using an occlusion test and the reported problem of motor rate error was duplicated. The root cause of the reported problem was a combination of a worn and dirty motor assembly, worm gear, leadscrew and clutch halves. This was considered normal wear due to the age of the pump. To resolve the problem, these parts were replaced. UDI number is unknown. No information has been provided to date.

Event description:
It was reported that the pump displayed motor rate error. No additional information available. No patient injury was reported.